Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient feels like device was taking her breath and difficulty breathing/shortness of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. An internal visual inspection showed that there were no signs of contamination on the inside of the device. There were no signs of sound abatement degradation at the bottom of the device. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. Section h6 updated in this report.